Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on 09/08/2014. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report receiver buttons not responding on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.